Manufacturer narrative:
(B)(4).

Event description:
The consumer reported a sudden pain at the implant site where the device was put in and it was killing her. Suddenly, the patient also had stimulation in the wrong location. Usually, the patient had stimulation going down her back, but one day she woke up and the tingling or throbbing was going down her leg instead of her back. Her back was hurting because she was not getting stimulation there. They had no idea what may have caused the event. There were no falls or traumas. No actions, interventions, troubleshooting, or diagnostics had been completed prior to or during the call. No steps had been taken so far to resolve the issue. The patient tried to move it so the pain would go away, but that did not work. Relevant medical history included failed back surgery syndrome and spinal pain.